Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room for a pocket hematoma and hemorrhagic blister potentially due to antibiotic pocket inflammation. The patient was hospitalized overnight and the hematoma was drained out the next day. The patient was discharged.